Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15480807 was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system cubie failed. A field service engineer (fse) identified a bad pocket in main drawer 3.1, pocket b2. The pocket was removed using the hardware test application (hta), and debris was cleaned from beneath the pockets. It was noted that the medication in the pocket had long expired. The drawer was tested in hta and functioned properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies were failed.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.